Event description:
The patient was implanted with vns therapy on (B)(6) 2019. The patient developed continuous vomiting and aspiration pneumonia following vns surgery. The patient's device was programmed up to 0.75ma around (B)(6) 2019, and then programmed off for 24 hours on (B)(6) 2019. It was noted that the patient's symptoms did not improve with the disablement of the vns; and therefore, the physician re-programmed the patient back to 0.25ma on (B)(6) 2019. It was mentioned that there appears to be no change in symptoms when the generator is programmed off vs. Programmed on. It was confirmed that the vns diagnostics were within normal limits; and therefore, the vns device was functioning properly. Further follow up with the ent confirmed that the patient does not have vocal cord paralysis, and that the patient has no damage to the neck area anatomy. It was noted that the patient is still currently being treated for aspiration pneumonia. The vns was turned back on to 0.125ma on (B)(6) 2019. It was mentioned that the patient tolerated these settings well. The output current was then increased to 0.25ma on (B)(6) 2019. The patient appeared to tolerate well again. As a result they plan to continue to increase the vns output current while the patient is hospitalized. Additionally, the patient is under gavage feeding, however the plan is to take them off within a few days. No assessment has yet been made on the influence of vns therapy and/or vns surgery on the patient's current condition. No additional relevant information is known at this point in time.

Event description:
Further follow up with the physician confirmed that the patient's current condition was most likely due to "anesthesia." It was also clarified that the aspiration pneumonia was contributed to patient's basic condition of general hypotonia, and that there is no believed relation between the vns or vns surgery procedures with the pneumonia. No other relevant information has been received to date.